Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb dmg prior tctl cng w/moist) issue. The reporter alleged that the audio bolus button was missing/peeling and was under responsive. It was reported that there was evidence of moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 09/26/2014 with the following findings:the pump was returned with a detached audio bolus button cover. Due to the internal moisture and damage, the audio bolus button was not able to be tested. The leak test failed due to a bolus button leak. The pump was opened and moisture was found on internal components of the pump.